Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. The customer experienced elevated blood glucose (bg) levels and diabetic ketoacidosis symptoms; correction boluses were delivered and manual injections were administered to address the bg levels. Due to the elevated bg levels the customer was taken to the emergency room (ER). The customer had a bg level of 900mg/dl at its highest and ketones described to be life threatening. The customer left the ER with a bg level of 300mg/dl and in an unstable condition leading to admission to the intensive care unit. While in the hospital and ER, the customer received treatment via an insulin drip and fluids delivered intravenously. The customer was released 3-4 days after being admitted. Reportedly, the customer experiences neuropathy and is unsure whether the hospitalization caused this issue. The customer reported no issues were observed with the supplies in using during this event.